Event description:
As reported by our brazilian affiliates, approximately 4 years post implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach within a non-edwards surgical valve, the patient developed symptoms of heart failure, with an echo revealing high trans-prosthetic gradients, reduction of mitral valve area, and immobility of one of its leaflets (the event was catalogued as symptomatic structural mitral dysfunction). The CT revealed sub expansion of the previously implanted 29mm sapien 3 valve. A post-dilation procedure was performed with a non-compliant balloon (26x40) and mean gradients reduced from 8 to 3 mmhg by tee. Additional information received noted that the patient's previous history of valve thrombosis was: potential thrombosis detected at 30 days post-procedure with thin leaflets with opening and mobility mildly reduced in one of the leaflets. Also, a reduction of the mobility of one of the leaflets with echogenic image adhered in ventricular. Thrombosis was observed at 6-months and 1-year post-procedure echo. Aspirin was started. CT confirmed presence of thrombosis at 2-years post-procedure. No actions taken. The event was marked as resolved at 3-years post-procedure

Manufacturer narrative:
A supplemental MDR is being submitted for additional information being received. The following sections have been updated: b1, b2, b4, b5, g3, g6, h2, h6, h11. The investigation has been reopened and is ongoing.

Manufacturer narrative:
The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander, viv was reviewed. Potential adverse events include, 'injury to mitral valve', 'structural valve deterioration (wear, fracture, calcification, stenosis)', 'valve regurgitation, paravalvular or transvalvular', and 'valve thrombosis'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for leaflet motion restricted-in patient, and increased gradients are empirically confirmed based on the patient's medical history. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Leaflet motion restriction develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration such as calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. In this case, the patient had a previous history of valve thrombosis. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. It's possible that the pre-existing comorbidities (diabetes, hyperlipidemia, renal disease) contributed to the bioprosthetic tissue calcification, thickening the leaflets and resulting leaflet motion restricted as reported. Additionally, the patient had rheumatic heart disease, which could scar/damage the heart valve or leaflets, and lead to leaflet motion restricted in patient. As such, available information suggests that patient factors (thrombosis, diabetes, hyperlipidemia, chronic kidney disease, rheumatic heart disease) may have contributed to the reported event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant symptoms occur, it may require intervention. In this case, the patient medical history indicated several co-morbidities (thrombosis, diabetes, hyperlipidemia, chronic kidney disease, rheumatic heart disease) which potentially thickened the leaflets, and restricted leaflet motion. Leaflet thickening can prevent leaflets from functioning optimally, leading to increased gradient. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our brazilian affiliates, approximately 4 years post implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach within a non-edwards surgical valve, the patient developed symptoms of heart failure, with an echo revealing high trans-prosthetic gradients, reduction of mitral valve area, and immobility of one of its leaflets due to valve thrombosis. The CT revealed sub expansion of the previously implanted 29mm sapien 3 valve. Post-dilation procedure was performed with a non-compliant balloon (26x40) and mean gradients reduced from 8 to 3 mmhg by tee.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate underexpansion of the implanted valve could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.